Event description:
It was reported from (B)(6) that in the middle of an unspecified surgical procedure, it was observed that the small battery drive device stopped functioning. According to the report, the battery device was replaced and did not resolve the problem. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor power was too low. Therefore, the reported condition was duplicated and confirmed. It was determined that this as potentially caused by a maintenance/preparation error. However, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.